Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer would not open. A field service engineer checked the station and found that drawer was stuck. The customer was able to recover and pull the drawer out. The field service engineer then repaired the slide stops and performed a recovery test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer would not open. The customer reported that the malfunction caused a delay in dispensing medication to the patient since the user retrieved medication from another station. There were no adverse events or injuries reported based on this incident.